Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Surgeon crossed the lesion without difficulty, stent was prepared (flushed etc.) Normally and placed across lesion. Stent was deployed without issue. After deployment, surgeon was performing the steps to post dilate the stent, as the surgeon pushed the balloon through the delivery sheath, the end of the sheath caught the outer end of the stent, causing it to fold in on itself. The surgeon then ballooned the stent, attempting to pop the edge out of the stent, into the correct position, the stent was post dilated, however this did not fix the issue. The surgeon then placed another. Slightly larger (abbot absolute pro, 9mmx40mm) stent within the original ptx, deployed and post dilated. This straightened out the entrance of the ptx and a satisfactory result was achieved.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the receipt of information from the clincal on 26 may 2025 that "it was not a cascading effect of the off label/abnormal use of the ptx stent, nor malfunction of the ptx. It was due to the improper use of the balloon and was not an issue with our device". The complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the device evaluation could not be completed as the zisv6-35-80-8.0-40-ptx device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zisv6-35-80-8.0-40-ptx devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zisv6-35-80-8.0-40-ptx of lot number c2211962 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zisv6-35-80-8.0-40-ptx device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2211962. Instructions for use and label: the instructions for use, ifu0017 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest the user did not follow the IFU. (Ifu0017). Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer, "initial angiogram demonstrates severe stenosis of the left external iliac artery, addressed via an up and over approach utilizing a zilver ptx. The initial stent deployment appeared normal with resolution of the stenosis. The described incident did not occur until the physician attempted to perform a post deployment, balloon angioplasty. While advancing the sheath across the recently deployed stent, the proximal margin of the stent engaged the end of the sheath, which with consistent forward pressure resulted in invagination/infolding of the stent. Despite attempts at fixing this configuration with a balloon, the physician could not get the stent back in a normal configuration, so an additional stent was deployed, resulting in preservation of the luminal diameter. The issue at hand does not appear to be related to the stent, but rather an operator error, advancing the sheath across the stent margin without the dilator in place so as to prevent the end of the sheath from interacting with the stent. The tortuosity of the iliac arteries could have contributed to the situation if this anatomy led to the sheath "jumping" forward to overcome some of the resistance to slow advancement while advancing the balloon across the stent. Fortunately, there was no clinical consequence, and the operator was able to remedy the situation by deploying an additional stent and displacing the disorganized lattice of the deranged zilver ptx stent." Root cause analysis: as per d00059858 rev030, section 6.12.2, "no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion" input received from our medical advisor confirmed that there was off-label use of deploying the zisv6 stent in the external iliac artery. However, this was not the root cause of the reported issue, it was due to the improper use of the balloon that caused the stent compression and subsequent folding upon deployment and not the abnormal use, nor malfunction of the zisv6 stent. Summary of investigation: according to the customer, the end of the sheath caught the outer end of the stent, causing it to fold in on itself. According to the initial report, there was no adverse effects to the patient. Investigation findings conclude that the complaint cannot be confirmed as per d00059858 rev030, section 6.12.2, "no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion" input received from our medical advisor confirmed that there was off-label use of deploying the zisv6 stent in the external iliac artery. However, this was not the root cause of the reported issue, it was due to the improper use of the balloon that caused the stent compression and subsequent folding upon deployment and not the abnormal use, nor malfunction of the zisv6 stent.

Event description:
Supplemental report is being submitted as a cancellation report following the receipt of information from the clincal on 26 may 2025 that "it was not a cascading effect of the off label/abnormal use of the ptx stent, nor malfunction of the ptx. It was due to the improper use of the balloon and was not an issue with our device". The complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Stent is not compatible with post dilation ballooning. Balloon cannot expand stent fully. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.